Event description:
Adverse events forms for a study patient were received indicating that the patient suffered status epilepticus on (B)(6) 2013 which was severe and required hospitalization. It was reported that the patient was given medications in the hospital and that the events were resolved on (B)(6) 2013. It was reported that the status epilepticus is unlikely related to vns. A second adverse event was received indicating that the patient suffered pneumonia in (B)(6) 2013 and was hospitalized for treatment. It was noted that the pneumonia was unlikely related to vns therapy. It was noted that the patient has recovered.